Manufacturer narrative:
(B)(4).

Event description:
Information was received from the consumer (patient's daughter), regarding a (B)(6) female patient that had been receiving intrathecal "dilaudid" via an implantable infusion pump. The indication for use of the device was for non-malignant pain and degenerative disc disease. The concomitant medications and patient history were not reported. It was reported that in 2010, when the dilaudid (thinks it was dilaudid) was added to the pump the patient experienced a psychotic episode. The patient was severely hypertensive, very confused, agitated (generalized psychosis) and was in the hospital for three weeks. They ended up flushing the pump and filling it with saline, then discontinuing/turning the pump off, because they could not figure out what was going on with the patient. No other information was given regarding this event. The drug remained unknown at the time of this event. Follow-up was being conducted to obtain the missing information; if additional information is received this event will be updated.